Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined for any damage. Visual examination showed multiple catheter shaft kinks/buckling. The device showed a burst infusion sheath 100.5cm from the tip. The cable, infusion, and aspiration lines were all cut. The distal section of the cut lines was missing which included the baton and waste bag. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed damage to the infusion line which would cause the device to leak.

Event description:
It was reported the shaft broke and was leaking. This 1.6mm jetstream sc atherectomy catheter was selected for use in an atherectomy procedure for an arterial lumen constriction. During the procedure, after repeated use of this catheter, the coating on the shaft came loose, and leaked saline during flushing of the catheter. There were no patient complications. The procedure was completed using an alternative method.

Event description:
It was reported the shaft broke and was leaking. This 1.6mm jetstream sc atherectomy catheter was selected for use in an atherectomy procedure for an arterial lumen constriction. During the procedure, after repeated use of this catheter, the coating on the shaft came loose, and leaked saline during flushing of the catheter. There were no patient complications. The procedure was completed using an alternative method.